Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges pain, injury, walking difficulty, numbness, balance issues, and two dislocations after the first revision surgery. After review of medical records for MDR reportability, it was stated that the patient had a second revision to address pain and dislocation. Patient had her first dislocation that was reduced the night prior to the second revision surgery. Revision notes also reported some bursal-type tissues present with some blood due to dislocation. The head and liner were the only products revised. Clinical notes reported fever and nausea. Doi: (B)(6) 2017; dor: (B)(6) 2017; right hip. See pc-(B)(4) for the first revision. See pc-(B)(4) for the knee complaint.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).